Event description:
It was reported that during arthroplasty at the user facility, the micro oscillating saw was leaking a brown oil like substance from the moving components of the saw. The substance entered the surgical site (on the bone of toes 4 and 5). The surgical site was irrigated with saline to remove the substance. After the procedure the patient was given antibiotics and a tetanus shot. The procedure was completed successfully using back-up equipment. No clinically significant delay was reported. The patient returned for a check-up and developed an infection. The user facility was not able to provide any further additional information regarding the follow-up with the reported infection.

Manufacturer narrative:
Device not returned for investigation.